Event description:
The customer contacted physio-control to report that their device displayed the service wrench icon. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed that the device would incorrectly render a no shock advised with the input of a simulated ventricular fibrillation ECG rhythm.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a faulty analog pcb assembly. Component level cause could not be determined. The customer received a replacement device.